Event description:
Rptr had a simple mastectomy on 4/28/75 for fibrocystic disease. Another co's breast implants were implanted. On 6/15/82, the implants were replaced with a second co's implants because of severe capsular contracture. On 8/9/93, rptr had these saline implants inserted to replace the previous implants. Her diagnosis was "delayed complication to the internal device of silicone gel breast implant." Other problems noted: poor circulation, pain in breasts, back, ribs, arms and fingers, possible implant leakage/rupture, arthritis, rheumatoid arthritis, rashes on arms, fatigue, joint swelling/pain/stiffness, muscle fatigue, implant skin hardening, finger and hands swell, glands under arms swell, hair loss, coldness and pain of extremities, second implants don't feel right, hip replacement, gastritis, degeneration of cervical spine, capsular contractures, thinning breast skin, polyarthritis, raynaud's phenomenon, inflammatory arthritis, dizziness, lesions, hypercholesterolemia, osteoarthritis. (Also see mw1000595 and 1000596.)